Event description:
It was reported that the haptic was torn away from the optic during insertion of the ao60g lens using the lp604350 inserter. The incision was enlarged, the lens removed and replaced intraoperatively with same model and diopter backup lens. Sutures were used to close the incision. Please reference MDR#: 1119279-2012-00299 for the delivery device.

Manufacturer narrative:
The lens has been returned to bausch and lomb and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.